Event description:
The agiltrac balloon ruptured at 6 atm. It was also reported that 3 non-abbott vascular solutions (guidant) dilitation balloons were used and also ruptured after the agiltrac balloon rupture. The lesion was reported to be highly calcified and the event occurred during pre-dilatation using a 6fr catheter. There was no patient injury or effect.